Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery, at the time of loading the company lens into the cartridge by the surgeon, a broken haptic was identified. The lens was replaced with an identical one and was successfully implanted in the patient without any complaints or complications on the patient¿s part.